Manufacturer narrative:
The manufacturer previously reported a complaint has been reviewed due to an allegation that a device had a "service required" error message, and then the device stopped working while patient was on the device for therapy. The manufacturer representative walked the customer through various troubleshooting methods, but the device continued to display a service required message and an audible beep. Additionally, the customer stated that the device is cleaned with soap and water. The reported event may also have been related to user error associated with any of the following possibilities: improper humidification and/or tube temperature settings, use of non-distilled water, improper mask fit/use, improper or inadequate treatment pressures, certain cleaning chemicals the patient might have used in the device, and/or inadequate/improper cleaning practices/frequency. However, the complaint was reviewed by a clinical expert due to the reported event of the patient waking up in the middle of the night and telling his wife he could not breath is assessed as a non-serious injury. Therefore, based on the information available at this time, the device did not cause or contribute to a serious injury or death. The device was returned to a third-party service center for evaluation and a service required alarm condition was observed. There were no components replaced. The device was scrapped.

Event description:
This complaint has been reviewed due to an allegation that a device had a "service required" error message, and the n the device stopped working while patient was on the device for therapy. The manufacturer representative walked the customer through various troubleshooting methods, but the device continued to display a service required message and an audible beep. Additionally, the customer stated that the device is cleaned with soap and water. The reported event may also have been related to user error associated with any of the following possibilities: improper humidification and/or tube temperature settings, use of non-distilled water, improper mask fit/use, improper or inadequate treatment pressures, certain cleaning chemicals the patient might have used in the device, and/or inadequate/improper cleaning practices/frequency. However, the complaint was reviewed by a clinical expert due to the reported event of the patient waking up in the middle of the night and telling his wife he could not breath is assessed as a non-serious injury. Therefore, based on the information available at this time, the device did not cause or contribute to a serious injury or death. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.